Event description:
An adverse skin reaction was reported with wear of the Abbott Diabetes Care (ADC) device. A customer experienced a skin infection at the sensor site. The customer experienced blisters at the insertion site. The customer self-treated with a cold compress, cleaned the area, and applied an unspecified ointment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.All pertinent information available to Abbott Diabetes Care has been submitted.